Event description:
It was reported that during service on a 980 ventilator the service engineer (se) found that the battery was not charging. The ventilator was not in use on a patient at the time of the reported event. The se replaced the battery. The se performed calibrations and extended self-testing on the device and all tests passed.